Event description:
A pt received artz(=supartz) injection to their ankle for the treatment of a pain in their right ankle. 04/05 the pt visited the injecting doctor and complained a pain of injection site. Unk date the ot received a surgery in another hosp. The injecting doctor suspects the causal relationship between the event and artz.